Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the right side crossbrace is broken where the pivot link attaches to the chair.